Manufacturer narrative:
Handpiece was received by a company representative and sent back to the customer's site. No sample available for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An administrative assistant reported a lack of ultrasounds in a handpiece during a cataract surgery. The handpiece did not produce any ultrasounds and phacoemulsification of the lens was not possible. The system did not display any system message. The surgery was completed with another handpiece. Patient did not experience any harm. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).